Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification tip (phaco tip) in a tip was received for the report. Sample was visually inspected and found to be nonconforming with yellow colored foreign material inside the bevel. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. The sample was then sent for particle analysis. The particle analysis found the foreign material to most closely match viscoat. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation confirms the aspiration failure occurred and clogging sound was generated and poor aspiration as reported by the customer. Particle analysis found the foreign material to best match viscoat. Viscoat is not a material that is used in the phaco tip manufacturing process or in the packaging process of the phaco tip. The viscoat is surgical material that is introduced during the surgical procedure. A possible contributing factor to the reported thermal injury and occlusion is that the viscoat may have occluded or partially occluded the phaco tip during use. Such an occlusion could have caused the phaco tip overheat, potentially resulting in thermal burn. The evaluation was unable to determine how and when viscoat entered the bevel of the phaco tip. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that aspiration failure occurred during ultrasound mode of surgery. Priming passed without any problems, but when tried to use products during actual surgery, there was a clogging sound was generated, and aspiration was poor. The phacoemulsification tip or ultrasound tip was defective. The procedure type was unknown. The surgery was completed after replacing the phacoemulsification tip with new one. The cornea became cloudy as a thermal burn had occurred. Additional sutures were required as surgical intervention for the corneal burn. The patient was treated with antibiotics, topical corticosteroids, nonsteroidal anti-inflammatory drugs. The current patient condition was improving.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification (phaco) tip in a tip was received for the report. Sample was visually inspected and found to be nonconforming with yellow colored foreign material inside the bevel. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. The sample was then sent for particle analysis. The particle analysis found the foreign material to most closely match viscoat. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Particle analysis found the foreign material to best match viscoat. Viscoat is not a material that is used in the phaco tip manufacturing process or in the packaging process of the phaco tip. How and when viscoat was in the eye after irrigation/aspiration cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely root cause for the viscoat is surgical material from the surgical procedure. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.